Manufacturer narrative:
Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital on (B)(6) 2018 with significant drainage from the driveline site over the last few days. The patient was admitted for treatment with intravenous antibiotics due to driveline infection. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was admitted to the hospital on (B)(6) 2018 for worsening of driveline drainage. The patient was switched from oral cefadroxil to intravenous cefazolin. Blood cultures were negative. Drainage improved with this regimen and the patient was sent home to complete a 4-week course of cefazolin with a PICC line.